Event description:
A customer reported that the adc device detached prematurely. Due to this issue, customer was unable to obtain readings and experienced symptoms of fatigue and headache. A friend of the customer performed a capillary test and administered insulin (dose/type unknown) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.